Event description:
It was reported the pt was given anesthesia for a trial procedure. The pt started ventilating and aspirating fluids. The procedure was abandoned without any devices being implanted. The pt was awake and alert in recovery. The pt reported he had fluids and a meal before the surgery.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.